Event description:
The customer reported experiencing high blood glucose up to 481 mg/dl. The customer stated that he was using his insulin pump for basal delivery only at the time and treated with a manual injection at one point. The customer reported that the infusion set he was using with the insulin pump had a bent cannula. The customer was advised to use a new insertion site and the next day, the new location seemed to be working with the customer's blood glucose back down within a normal range. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.